Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of an orthopedic surgery, while suturing, the thread broke. There was no patient injury.